Event description:
It was reported "patient needed a primary hip. Surgeon elected to implant a constrained liner. Patient is somewhat non-compliant. Upon review of primary post-op film, it was evident the liner (constrained) had disassociated. He returned patient to the or and removed the constrained liner. He then attempted to re-implant another constrained liner, but upon securing implant and going through a range of motion, the liner again disassociated from the shell. He then decided to implant a 36mm 10 degree liner and 36 head.